Event description:
The customer reported that while running a hepatitis core assay, summit sample handler failed to pipette sample or diluent into position f-12. Positions g12 and h12 were not completely filled. No error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-03651-07.